Event description:
The third-party supplier (varian) notified elekta that the customer (B)(6) reported that the dibh treatment with osms recording back to mosaiq without the full mu.

Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed.

Manufacturer narrative:
The investigation was completed by conducting a thorough evaluation of the product and the reported information. The customer reported an error when recording a treatment.the issue that the customer has experienced is a known issue when mosaiq is used with varian truebeam (3rd party product). This has previously been addressed in a product bulletin (elekta ref elekta ref fco 371-05-msq-036) which was issued to all mosaiq customers in may 2021, using truebeam machines with version mr3 and above which stated the following: "prior to truebeam 2.7mr2, the beam record from the truebeam machine contained only two control points with the delivered mu. This was managed by mosaiq® in all versions up to 2.64. Beginning with truebeam 2.7mr2, the beam record includes all control points. To manage this, mosaiq® changed its recording beginning with mosaiq® 2.80. This all worked well until truebeam 2.7mr3 began sending control points with mixed precision. All the control point "delivered meterset" are reported in decimal, but the last control point is reported in integer. Sometimes this results in a beam record that may record less than the prescribed mu. Elekta communicated this to varian and varian will make a change with truebeam 3.0." Mosaiq did not have any malfunction and is working as designed and intended. Based on the available information, elekta physics have assessed the patient underdose as insignificant.